Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the humidity invaded the light guide (lg) lens which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or lg-lens glue peeled off by chemical stress such as chemical solutions used for the device. The event can be detected by following the instructions for use (IFU) section: the instruction manual evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus service center for annual inspection. As part of the asset return inspection process, the device had passed the leak test. However, the sheet holder was corroded, there was discoloration inside the light guide lens. The forceps elevator was corroded, the base plate had corrosion due to water leakage. The air/water cylinder and the suction cylinder had no color. The grip, switch box, and right/left knob had a scratch. Due to wear of angle wire, bending angle in left direction did not meet the standard value. Due to deterioration of braid of bending tube, tightness of the braid had become uneven. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus device, evis exera ii duodenovideoscope, to the olympus service center for annual inspection. Upon inspection and testing of the returned device, it was observed that there was discoloration inside the light guide lens. This report is being submitted for the event found during evaluation. There were no reports of patient or user harm associated with this event.